Manufacturer narrative:
(B)(4). Title incidental parathyroidectomy during total thyroidectomy: risk factors and consequences source international journal of endocrinology, volume 42, 2016 (1-6) date of publication: 31 july 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed january 2006 and december 2015, during a standardization of the thyroidectomy techniques and advances in perioperative management, out of 281 patients, 24.9% had incidental parathyroidism 44.3% of which parathyroid glands found in an intrathyroidal location.